Event description:
Boston scientific received info that a right atrial lead dislodgement was confirmed by x-ray. There were no adverse pt effects and the device was programmed vvi for back up pacing until a revision procedure could be done. Surgical intervention was performed and the physician opted to explant this lead. Another lead was successfully placed. It was noted the lead would be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.